Event description:
The customer contacted stryker to report their device kept restarting during use. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue to cause a device lock up/reset. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The event code was cleared from the memory of the device. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.